Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/4/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: 1. Could you please clarify if wrong device (lot rbmdet and sgmcat) belongs to this complaint? Sgmcat belongs to (B)(4); rbmdet belongs to (B)(4). 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. Sgmcat belongs to (B)(4); rbmdet belongs to (B)(4). 3. If the device was not reported before, please provide more details of device malfunction. N/a. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. N/a. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received twenty-one unopened samples that pertain to the product code khh5662h. This product code is double-armed. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using an instron equipment, the pull force and tensile force were above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 9/22/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm the number of devices in which "needle came off the thread," * please confirm the number of devices in which "thread broken several times." * when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify * when did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify * event/procedure name and date? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was received: which kid of tissue was sutured? Vein after how many tissue passages is the thread broken? 2-3 in relation to the needle, where approximately did the thread break? 5-10 cm. Related reports: 2210968-2023-06983.

Event description:
It was reported that a patient underwent a bypass fga procedure in (B)(6) 2023 and suture was used. During the procedure, the needle came off the thread, thread broken several times. There were no patient consequences reported. Additional information was requested.